Event description:
Boston scientific crm received information that this lead dislodged.

Manufacturer narrative:
The lead was explanted and replaced without incident. There were no adverse patient effects reported.